Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter: the needle was loaded into the device, but when trying to toggle, one of the green toggle switches broke off. Another device was opened. Four reloads were used but they would not load. The reloads were discarded by the customer. There was no patient harm.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one suturing device opened by the account without the appropriate display box, and the blister packaging in an undamaged condition. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A needle was found in the jaws of the instrument. The needle was found to have witness marks on the cone edges. The jaw gap was measured and met specifications. No witness marks on the bevel wall were observed on the instrument. No sheering was observed on the toggle switches. The toggle switch was broken off of one side. The device could not be loaded for functionality testing due to the condition of the broken toggle switch. Replication of the broken handle may be due to rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.